Event description:
Paramedics used the device to diagnose a pt with a 3rd degree heart block and a heart rate of 40 beats per minute. The device was used to pace the pt successfully. The pt converted to ventricular tachycardia. The device was used to deliver defibrillator energy two times in succession. The pt converted to asystole. Various medications were administered to the pt. The pt ECG returned to ventricular tachycardia. When an attempt was made to deliver defibrillator energy to the pt again, it allegedly would not charge. Another device of same model was brought from the facility vehicle and used to deliver defibrillator energy to the pt. Pt outcome was not reported. The reporter did express to the local factory service rep that the reported event did not result in any adverse affects to the pt, based upon the availability and use of the backup device.